Event description:
A report was received that the patient was having difficulty charging her ipg and keeping it charged. Ipg database analysis indicates that the device exhibits premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that the patient was having difficulty charging her ipg and keeping it charged. Ipg database analysis indicates that the device exhibits premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent battery replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The ipg exhibits premature battery depletion and excessive sleep current leakage, 825 mv per day and 7.85 ma respectively, far exceeding the normal ranges. The patient¿s profile indicated that battery depletion rate changed from 11.12 mv to 825 mv coincided with the patient¿s recent surgery. The source of the fast battery depletion was resulted from the affected analog ic (aic-u1) which is characterized by excessive sleep current and low impedance between vh and ground. It is apparent the device was affected by it. The source of the device damage was unknown. Exposing the aic-u1 to high electromagnetic or voltage transient environment can cause this type of damage.